Event description:
On 05/23/1998 the account reported an erratic troponin-I result of 8.8 ng/ml to the emergency room, which was rn on the axsym analyzer. The pt was redrawn and the new sample gave a result a 0.0 ng/ml. The original sample was then retested, giving 0.0 ng/ml. No report of injury.